Event description:
Deep vein thrombosis detected. 30% of the saphenous vein junction occluded. Pt has been since anticoagulated, medication unk.

Manufacturer narrative:
No malfunction was reported. The product was not returned.